Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), myalgia ("other" please describe:muscle") and arthralgia ("other" please describe:joint pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and antinuclear antibody increased ("high ana"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral),on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, rash, skin disorder, fibromyalgia, alopecia, hormone level abnormal, headache, weight increased, myalgia, arthralgia and antinuclear antibody increased outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, antinuclear antibody increased, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, myalgia, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, rash/skin condition, hypersensitivity, fibromyalgia, high ana, fatigue, hair loss, hormonal changes, headaches, weight gain, muscle pain, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Previously reported event "injury nos" replaced with "pelvic pain", events - "dysmenorrhea, dyspareunia, abdominal pain, back pain, rash/skin condition, menorrhagia, hypersensitivity, fibromyalgia, fatigue, hormonal changes, hair loss, headaches, weight gain, muscle pain, joint pain, high ana, plaintiff did not under went an essure conformation test", reporter¿s information added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.